Event description:
It was reported that a vns patient was experiencing vocal cord paralysis after surgery. The vns was not going to be turned on until it goes away. Additional relevant information has not been received to-date.